Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
A patient had an infection at the ipg site was reported to abbott. The patient stated the infection originated from bug bites and spread. Antibiotics were able to resolve the issue. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had an infection at the ipg site. The patient stated the infection originated from bug bites and spread. Antibiotics were able to resolve the issue.

Manufacturer narrative:
Date of event is estimated.